Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was leaking helium. There was no patient involvement.

Manufacturer narrative:
Corrected fields: d5, e2 and e3 (previously it was wrongly mentioned as 'yes' and 'other healthcare professional' respectively, which is actually unknown). A getinge field service engineer (fse) evaluated the unit and leaking helium." Unit was in a hallway not   connected to a/c power and batteries were completely depleted upon arrival. Followed helium leak troubleshooting guide and discovered fitting on high pressure tubing between quick disconnect valve and cv1 on fill manifold was loose. Also discovered high pressure tubing was bent. Dismantled device and replaced high pressure helium tubing assembly. Re-assembled unit and continued troubleshooting f=  leaks. Discovered a leak within the fill manifold assembly and replaced fill manifold assembly. Re-assembled unit and conducted serial leak checks on pump console and hospital cart. Console and hospital cart are currently holding pressure within the specifications in service manual. Also replaced o-ring on rear of pump console and damaged helium tank valve knob. Full pm, calibration, safety, and functionality checks were completed per the service manual. All checks passed factory specifications. Device is functioning in accordance with factory specifications at this time and is cleared for clinical use.